Event description:
A customer technical advocate (cta) was contacted by the account stating that they were getting erratic pt results generated when using a cell-dyn 1700 cs analyzer. One pt sample yielded the following results; rbc=2.51 m/ul, hgb=7.9 g/dl, hct=21.6% and plt=57 k/ul. These parameters were flagged by the analyzer as low. The physician initially ordered a transfusion. The pt sample was repeated at a reference lab and generated higher results; rbc=3.05 m/ul, hgb=9.2 g/dl, hct=27.1% and plt=87 k/ul. After seeing the repeat results, the physician cancelled the transfusion. No further implact to pt management was reported.